Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, device logs were provided for review. The device logs show the unit operated in AED mode with repeated sequences of "charged," "shock advised," and "defib ready," followed by "defib state: idle" entries occurring 30 seconds later. CPR data confirms compressions were performed during these intervals. The idle entries indicate the device did not detect a shock button press and automatically disarmed after remaining charged for approximately 30 seconds, consistent with device design. Button press data is unavailable, and activity logs do not include entries from the reported event date. Based on the available log review, the claim will be closed as no fault found. The operators guide states that in AED mode, the r series unit automatically disarms if left charged for more than 30 seconds. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.